Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity).a service history review revealed no indication that the parts replaced during servicing cause d or contributed to the reported event. The cause was identified to be an out of calibration faulty ultrasonic sensor and force sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.